Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r-wave (ffrw) and t wave oversensing was noted on the right atrial (ra) lead on stored elect programs (egm). High thresholds and mode switch was also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.